Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph using the naked eye which revealed drops of nutrition near the port tube of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6); ext (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container had a small perforation on the side where the port seal is, which resulted in a leak through the hole. The device contained total parenteral nutrition. This was observed during preparation; stated as "when the nutrition was placed". There was no patient involvement. No additional information is available.